Manufacturer narrative:
The customer performed troubleshooting with the assistance of a beckman customer technical specialist (cts) and replaced the defective buffer syringe to resolve the issue. The customer confirmed normal analyzer operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported two patients had low sodium (na) results on their dxc 700 au clinical chemistry analyzer. The patient samples were re-analyzed, and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Provided results for two patients.